Event description:
Just prior to the conclusion of hemodialysis treatment, the pt experienced severe abdominal pain, nausea and unproductive vomiting. A nurse observed that the pt also had midline tenderness and abdominal distention. The pt, with the assistance of his daughter, was directed to obtain medical treatment at a hosp emergency room for possible abdominal bleeding. Following rinse-back of blood from the extracorporeal circuit, a nurse observed the arterial bleed line was kinked at a location just above the dialyzer connector. The pt expired in 2006 during a dialysis session being provided in-hospital.